Event description:
It was reported that a patient received burns on both his hand and thigh during an MRI exam of the lumbar spine. There was no padding placed between the patient's hands and thighs to prevent body loops. It was reported that there were three 1 cm blisters total on the hand and thigh. Superficial anti-inflammatory ointment was applied, however, there was no report of medical treatment beyond first aid for this injury. Series number 1, pulse sequence: gfr, transmit gain (tg): 164, scan time: 00:24.

Manufacturer narrative:
The gehc field engineer performed the system checkout and found no problem with the system or the coils in question. There is no evidence that the mr system malfunctioned. The system is designed to comply with (B)(4), including the requirements intended to minimize the likelihood of patient warming. The mr safety guide provides warming and safety instructions regarding patient warming. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.